Event description:
User facility voluntary medwatch rec'd that indicated a tubing separation. The report stated: "in 2006, the rn went to flush the catheter, and she noted leakage of the ns. The "pigtail" fell apart in her hand. She was unable to remove the piece left in the IV catheter. She removed the IV line, and reinserted a new IV line." Upon further query the following was received. There was reported adverse pt effects. No medical interventions were required. Though requested, no add'l information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.